Event description:
The pump eroded through the skin. The pump was removed. The patient¿s status at the time of the report was alive with no injury. The pump contained morphine. Patient symptoms, patient outcome, and the cause of the erosion were requested.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the event was attributed to a pump pocket infection. Prior to explant, no troubleshooting, intervention or other actions were taken to resolve the event. The entire device system was explanted. At the time of this report, the patient had recovered.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).